Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the device is fractured. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to wear and tear from repeated use of the instrument for over 6 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tibial impactor fractured while impacting a tibial tray. Attempts to obtain additional information have been made; however, no more is available.